Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage. The lead was destructively analyzed to attempt to find any anomalies related to the complaint. The distal coil was removed and pin cap intermittency was checked. Nothing was observed within the lead that could be associated with the electrical complaints.

Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead had diminished r-waves. The pace/sense portion of the lead was replaced and the high voltage portion of the lead remained in use until the lead was subsequently explanted and replaced due to an associated lead. No patient complications have been reported as a result of this event.